Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Strings are popping out of tampons [device breakage]. Strings are popping out of most of them when you try to insert them. [Complication of device insertion]. Case narrative: consumer reported via phone that strings are popping off tampons during insertion. No injury reported.